Event description:
The pt experienced a shocking/jolting sensation and pain in her lower back and groin. The pt was re-directed to her physician. Additional info from her physician was requested.

Manufacturer narrative:
(B) (4).